Event description:
Physician began procedure on pt, using stryker drill with a bur. The bur struck physician's 5th finger (r) hand. Tip of bur broke off. Small abrasion noted on finger. Physician refused x-ray.